Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level was 415 mg/dl. Customer current blood glucose level was unknown. Customer had issue with her infusion set. Troubleshooting was performed. The product will be returned for the analysis.